Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that while sleeping, her daughter's infusion set's tubing that was connected into the quick release was disconnected. Reportedly, the patient's blood glucose level was above 300 mg/dl at the date of incident. The patient's weight was (B)(6) lbs. The site was upper outer thigh and the pump was worn in a fanny pack belt. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient's mother stated as her daughter was sleeping so she was uncertain if there was any stress or pull on the tubing. The patient's mother was unsure that the pump was dropped with the set connected to the patient's body. No further information available.